Event description:
It was reported that the pump's usb port was damaged. The customer experienced an elevated blood glucose (bg) of 550 mg/dl. The customer administered a manual injection to address bg. The customer continued to use the pump for insulin therapy.

Event description:
Caller reported damage to pump housing surrounding the usb port, which affected the pump's ability to charge and caused it to shut down. This issue led to the customer's blood glucose level reaching 550 mg/dl. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support arranged for a replacement pump to be sent to the customer, with instructions provided for putting the pump into storage mode before returning the faulty one. The customer was informed about receiving a pump with updated software and the available training, fully understanding and acknowledging the instructions.